Event description:
Pt contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained which indicates that the pt had pinnacle devices. Medical records indicate that the pt was revised to address pain. Two of the screws holding the cup in place were loose. Additionally, it is noted that the cup showed no ingrowth.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Corrected: date of implant. Depuy still considers the investigation closed at this time.

Manufacturer narrative:
(B)(4). Territory 230 reports: patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained which indicates that the patient had pinnacle devices. Medical records indicate that the patient was revised to address pain. Two of the screws holding the cup in place were loose. Additionally it is noted that the cup showed no ingrowth. Doi: unk; dor: (B)(6) 2011 (right hip). The devices associated with this report were not returned. Review of the device history records and or a complaint database search was not possible as the product and lot code required were unavailable. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.